Event description:
Gulfstream's distributor, fresenius medical, contacted gulfstream on 8/1/97 indicating that user facility had experienced several minor pt reactions over the past month. Gulfstream tried unsuccessfully to contact the appropriate individual at facility, and was unable to until 8/6/97. Nurse indicated that facility had undergone several equipment changes in various clinics, and that subsequent to these equipment changes and resultant changes in operating procedure they had experienced some pt reactions due to rebound occurring in the dialyzer. Upon reviewing and modifying their rinsing procedures, as suggested by fresenius, they have found no further reactions have occurred.